Manufacturer narrative:
Date of event¿ is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient lost therapy as the ipg reached end of service. It is unknown if the ipg depleted prematurely. As a result, surgery occurred during which the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Additional information: manufacturer report number 1627487-2020-01264 should not have been submitted as a medical device report (MDR) as normal device longevity was confirmed. There is no device malfunction.